Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause due to environmental contamination. An extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This in turn cause the blower driver fet's on the main electronics damage due to overheating. Initiated main electronics replacement. The customer confirmed that the unit repair resolves the issue.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. At this time, the suspect device has not been return for investigation. After the requested unit repeat calibration, log file shows that the blower failure alarm recur and inspiration valve or device leaky alarm is still active. Also, the customer confirmed that they used a new blower for this calibration test. An update received that the blower test shows voltage is 10.40v while the current is .06a at zero speed. The blower check valve is working properly during test. Therefore, device root cause is most likely due to unit main board- blower controlling hardware defect. A separate report submitted under manufacturer reference (B)(4) for the blower failure issue.

Event description:
The customer reported bellavista 1000 blower failure alarm reappeared and inspiration valve/device leaky alarm is active. Furthermore, there was no patient involvement associated with the event.